Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56.5mm diameter abdominal aortic aneurysm. The patients proximal aortic neck diameter ranged from 21-31mm and was 7-8mm in length. It was reported that during the index procedure, the endurant bifurcant was deployed 5mm lower than the renal artery, leading to a type ia endoleak. An endurant cuff was implanted but the type ia endoleak was still observed. The physician deployed 8 endoanchors at the proximal part of the graft and still observed a possible late type ia endoleak. The event has not resolved. As per the physician, the cause of the event was anatomy related due to a very short conical neck with only 7mm of possible seal. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Additional information was received for this case: the patient received a follow up CT and the type 1 leak has resolved. A type ii leak was observed but will not be treated at this time. If information is provided in the future, a supplemental report will be issued.